Manufacturer narrative:
The device was not received. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old caucasian male was transferred with intra-aortic balloon pump (iabp) in cardiogenic shock (cgs) on levophed and dopamine drips. The iabp was removed and the 14 fr sheath was inserted and then impella cp was quickly inserted with no issues. There was an estimated amount of blood loss at approximately 100cc and 1 unit of blood was given. Heparin was used as anticoagulation medication.